Event description:
The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2011. It has been reported the pt was diagnosed with an infection at the lead insertion site. The physician explanted the system. The pt has been treated with intravenous antibiotics. F/u on the pt indicated the pt has been discharged. The pt is doing well and has been put on oral antibiotics. The explanted products have been returned to the MFR.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Eval method: the device history and sterilization records were reviewed. Results: review of the device history found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.